Event description:
The customer reported to olympus, the image disappeared intermittently and there was angulation play during general inspection of the duodenovideoscope. During the inspection and testing of the returned device, dirt was found around the forceps elevator. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Although play was observed, it was within that accepted standard range. Due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value. Scratches were found on switch four (4), control body grip, universal cord, scope connector and control body side cover. There was a wrinkled connecting tube, a dent on the forceps channel and detached adhesive on the bending section cover. Water tightness was loss due a pinhole on the rubber of the bending section cover, corrosion on the electrical connector due to water leakage. Damage on the knife wire caused the forceps raising angle to not meet specification. The control body cover was dirty and foreign material was found on the forceps cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b3/date of event: 22 july 2022. The issue occurred during preparation for use for a therapeutic procedure (endoscopic retrograde cholangiopancreatography), there was a 5 minute delay, and he procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e2,e3, and g2, of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the cut k-wire the reprocessing steps recommended in IFU were not completely conducted resulting in the foreign material may have remained. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: g2/report source: health professional.